Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-00376. Update to device per pre-deco evaluation, which found the balloon was torn.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation and visually inspected. I/c bond separation was confirmed as well as compression observed on the distal flex shaft. The engineering team was able to lock the balloon shaft. Functional testing was performed and the balloon shaft was able to be fully pulled back manually to the valve alignment marker for valve alignment. The device was able to be locked, the fine adjust was engaged, and the full length was used without any slippage observed. The locking function of the delivery system was then assessed using a force gauge. The balloon shaft was pulled to the valve alignment marker and locked. The balloon shaft was pulled proximally (while locked in the valve alignment position) with no slippage of the balloon shaft observed. Regarding the balloon tear, functional testing was unable to be performed due to condition of device (balloon torn). Although the complaint could not be replicated during investigation, based on the visual inspection, the complaint was confirmed. Crimp balloon (double) wall thickness measurements were taken along the tear on the balloon to ensure that the wall thickness was within specification as a thin wall could contribute to a balloon burst. Crimp balloon double wall thickness measurements met the specification. Per imagery review, the complaint was able to be confirmed for difficulty with valve alignment-unable. Images were reviewed, and there did not appear to be a straight section of the aorta for valve alignment to be performed. Additionally, the valve was unable to be aligned with the distal marker, and tortuosity of the vessel was seen. A review of complaint history for commander delivery system (29mm, all models) from march 2016 to february 2017 revealed similar returned complaints for ¿delivery system - difficulty with valve alignment-unable¿ and ¿balloon torn¿. A review of complaint history reveals that the occurrence rates does not exceed the february 2017 control limits for this trend category ¿valve alignment difficulties¿. A review of the complaint history reveals that the occurrence rates did not exceed the february 2017 control limits for the trend category of ¿damaged¿ for the commander delivery system. No IFU/training deficiencies were identified. During manufacturing, the commander delivery systems are 100% inspected by manufacturing and quality for collet engagement (ability to lock), mechanical damage (e.g. Kinks, breaks), assembled device dimensional inspections (distal end of flex tip to distal end of color band; distal end of nose tip to distal end of flex tip; distal end of nose tip to distal end of balloon shaft), and collet/shaft clearance to ensure that the collet does not interfere with the movement of the balloon shaft, and fine adjust function. Furthermore, all manufacturing lots undergo product verification (pv) testing on a sampling plan. During product verification testing, the device balloon shafts are pulled from default position to valve alignment position as part of the fine adjustment verification test to ensure valve alignment position can be achieved. Locknut/collet engagement testing was performed on the finished work order under a sampling basis during product verification testing. For the related work order, the locknut/collet engagement forces of the samples were measured to have a lower tolerance limit that met the statistical acceptance criteria as the locknut/collet engagement tensile strength had a tolerance limit greater than the specification limit. During manufacturing, the commander balloon components and assembled delivery system underwent multiple 100% inspections. The crimp balloon underwent 100% balloon dimensional inspection for length, distal inner diameter (ID), proximal ID and wall thickness as part of the component inspection instructions. The component is also 100% visually inspected for general appearance/gross defects (e.g. Foreign matter, impurities, contamination, fish eyes and gel spots) under magnification. The inflation balloon underwent 100% balloon dimensional inspection for working length, balloon diameter, proximal and distal leg ids, proximal leg outer diameter (od), and double wall thickness. 100% visual inspection was also performed for witness lines, foreign matter, impurities, contamination, deformation on the cone, crow ¿s feet, gel spots, fish eyes, and scratches. The laser bond between the inflation bond and the crimp balloon was inspected under 2.85x magnification for smooth bond joint with no gaps between components. In addition, the bond was inspected for bubbles. During the pleat and fold process, the inflation balloon was visually inspected for scratches and distortion/ pinched folds. Distorted/ pinched folds were inspected again in final inspection. The fully assembled commander delivery system was 100% inspected by both manufacturing and quality for defects and cosmetic appearance under minimum 2.85x magnification, mechanical damage, kinks, cuts, folds, and balloon scratches, and all bonds are inspected for gaps between components and for excessive bubbles present in the bond. The commander delivery system was leak tested to ensure no holes or leaks in the inflation lumen for the balloon. Post leak test, the balloon covers and inflation balloon were also 100% inspected for any damage. Furthermore, the manufacturing lot underwent product verification (pv) testing on a sampling plan. Visual inspection was conducted prior to functional testing for physical defects such as kinks, cracks, missing or loose components. All units evaluated for this work order passed testing. Inflation balloon to crimp balloon bond strength test was performed on finished devices under a sampling basis during tensile pv testing. The tensile strength of ten tested units was measured to have a calculated lower tolerance limit that was higher than the lower specification limit. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint for valve alignment difficulty was confirmed based on imagery review. The imagery provided showed that there was no straight section of the aorta in which valve alignment could be performed. Visual inspection, functional analysis, and review of the DHR, complaint history, and lot history did not reveal any manufacturing non-conformances that would have contributed to the complaint. Per the cer, the patient had severe tortuosity and severe calcification. Performing valve alignment and fine adjustment at a bend or angle in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. This can cause resistance while performing valve alignment and/or fine adjustment. Additionally, severe calcification can interact with the valve during alignment and create further resistance. Procedural factors can also result in difficulty with valve alignment. Potential issues include residual fluid in the balloon, which can enlarge the inflation balloon profile and create interference with the valve during valve alignment; improper wetting/flushing of the delivery system, increasing resistance during valve alignment; and improper crimping of the valve onto the balloon, the valve may not be crimped to the appropriate size or may have been damaged during the crimping process. While a definitive root cause was unable to be determined, available information supports that patient/procedural factors may have contributed to the reported complaint. The complaint for balloon torn was confirmed based on visual inspection of the device. Visual inspection, dimensional analysis, and review of the DHR, complaint history, and lot history did not reveal any related manufacturing non-conformances. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. One of the identified root causes is as follows: if the physician performed the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. As noted, if the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a separation of the inflation and crimp balloon bond. A previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. While a definitive root cause was unable to be determined, available information supports that patient/procedural factors may have contributed to the reported complaint. Regarding, delivery system - difficulty with valve alignment-unable, as no manufacturing non-conformances and labeling/training/IFU deficiencies were identified, no preventative or corrective actions are required. As no product non-conformances were identified in the returned products and the occurrence rate for ¿valve alignment difficulties¿ does not exceed the february 2017 control limits. Regarding balloon torn, as no manufacturing non-conformances and labeling/training/IFU deficiencies were identified, no preventative or corrective actions are required. However, due to the high criticality level for this failure mode (balloon ¿ torn), a pra was previously initiated for risk assessment per management discretion. The complaint was confirmed for difficulty with valve alignment, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors and procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the february 2017 control limits for this trend category. Therefore, no corrective or preventative action is required. The complaint was confirmed for torn balloon, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors and procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history reveal that the occurrence rate does not exceed the february 2017 control limits for this trend category. However, at management discretion, a pra was previously initiated for risk assessment and for consideration for further escalation.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during alignment of the 29mm sapien 3 valve in a transfemoral aortic procedure, it was not possible to get the balloon between the markers. Fine positioning with adjustment wheel did not work. However, it was decided to try to implant the valve. During slow deployment, the balloon pushed the valve towards the ascending aorta. The deployment was stopped and the partially deployed valve was withdrawn into the descending aorta where it was fixed at the second inflation after centering the balloon on the valve. Upon review of the images they realized that wire had perforated through the outside of the esheath just before the tip. This may have contributed to the difficulties that they experienced when placing the valve at the intended site. A new kit was opened and a new 29 mm valve was implanted successfully. No harm to the patient was reported and the patient is doing well without any complications.